Event description:
Customer reported the pt was on an amiodarone drip infusion and had an empty arm (module) next to the module that was infusing. During the loading of tubing ,the two arms (modules) quit working. Had to remove both modules and snap them back on to the pump (pc unit) and recall to restore the medication infusion. This took about two minutes to accomplish. No pt harm or medical intervention required. No further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.